Event description:
The customer reported that he observed a hole in the pump segment tubing, which is the reason the device fills of air. Patient injury was not reported for this event.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This MDR is being submitted as part of baxter renal's retrospective review & remediation project.? This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4).